Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that there was some air bubbles at quick release and noticed that site was wet when going to bolus. Customer's blood glucose was 482 mg/dl, which were treated with manual injection. Customer was not able to troubleshoot, due to not having insulin pump available. Customer reported that cannula was not bent. Customer had symptoms of light headedness and nausea. Customer's meter was not working, therefore blood glucose could not be taken. Customer would get home and call back.